Event description:
A report of irritation associated with contact lens wear was received from a pt. The pt wore lens for 3 days and presented with irritation and discomfort in both eyes. She removed the lens and did not seek medical attention. Additional info received from the pt on (B)(6) 2013 indicated the pt continued to wear the lens and presented discomfort and "a white stain in the iris". Medical attention was sought and a corneal ulcer was diagnosed. Zimar (an antibiotic), eptigel (therapeutic medicine for lesions and burns), and optive ud (a moisturizing agent) were prescribed every hour, eventually tapered to every two hours. The issue is currently resolving. No further info was provided.

Manufacturer narrative:
The complaint sample was returned for evaluation and is currently pending evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. Internal control number: (B)(4).